Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle 27x1/2 rb has been found experiencing five occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that medication is leaking out of the tip. Details of incident: medication leaking out the side of the tip on 5 different occasions.

Manufacturer narrative:
H.6. Investigation: ten (10) samples were provided by the customer for investigation under pr 1159249. The samples were returned in unopened blister packs and were visually examined using 10x magnification with no holes being found in the needle hubs. The needle assemblies were then attached to a syringe filled with dye and water and pushed into a stopper to plug the needle end. The plunger on the syringe was depressed and the needle hubs were inspected for leakage. None of the returned samples leaked when tested this way. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation bd was not able to confirm the condition reported by the customer; therefore, a root cause cannot be determined.

Event description:
It has been reported that the needle 27x1/2 rb has been found experiencing five occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that medication is leaking out of the tip. Details of incident: medication leaking out the side of the tip on 5 different occasions.